Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a scratch on the optic was found at the back side of the lens found after implantation. Surgeon tried removing the scratch by irrigation and aspiration, it did not disappear. The surgery was completed without product replacement since surgeon considered that the scratch did not affect eyesight. It means that the iol still remains in the patient's eye. Incision size was 2.4mm. Surgeon did not feel strange resistance when advancing an injector. Ovd (ophthalmic viscosurgical device) was sodium hyaluronate, which was usually used and was left out at room temperature for over 30min. The scratch was confirmed at the along side with the cartridge side (the location making a bend). Inside diameter of the cartridge was a bit thinner than usual. The cause was on coating/lubrication materials or the one inside the cartridge. There are six medical device reports associated with this report. This is 1 of 6.

Manufacturer narrative:
A company cartridge used by the facility to test a handpiece was returned. No ovd (ophthalmic viscosurgical device) was observed in the cartridge. It appeared a plunger was cycled through the cartridge with no ovd. It is unknown how many times the plunger was cycled in the cartridge. This caused extensive damage to the interior bottom surface of the cartridge from the nozzle entry thorough the tip. This cartridge cannot be used to make a determination for this file. A photo was provided of an implanted single-piece lens. What appeared to be a scrape mark was visible toward the edge of the lens at the bottom. A determination of cause cannot be made from the photo. A video was provided which showed five implants. The cartridge preparation was not shown. Three of the videos did not show a full view of the lens loading. Four of the videos showed a slight plunger override. One of the videos showed an override which folded the trailing optic edge over. All of the lenses were marked near the peripheral edge. This appeared to be the posterior surface. All of the lenses were left implanted. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The used company cartridge complaint sample was not returned. A company cartridge used by the facility to test a handpiece was returned. It is unknown how many times the plunger was cycled in the cartridge. This caused extensive damage to the interior bottom surface of the cartridge from the nozzle entry thorough the tip. This cartridge cannot be used to make a determination for this file. A photo and video were provided. The photo showed an implanted lens with a mark near the peripheral edge. A video was provided. The video showed five implants. No identification was provided for the lenses in the video. The cartridge preparation was not shown. It cannot be determined if adequate viscoelastic was placed into the cartridges. Three of the videos did not show a full view of the lens loading. Four of the videos showed a slight plunger override. One of the videos showed an override which folded the trailing optic edge over. This may be a contributing factor. All of the lenses were marked near the peripheral edge. This appeared to be the posterior surface. All of the lenses were left implanted. The root cause for the reported damage may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was indicated. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols (intra ocular lens). No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.